Manufacturer narrative:
Correction: h5 and h8 updated.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette was leaking. Per reporter, they had just switched to a different manufacturer's closed system transfer device (cstd). Per reporter, the event occurred while in use with the patient at home. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: one sample was received for evaluation. No previous complaints were documented for this lot number. Visual and functional tests were performed. No discrepancy/leak was detected during the functional testing. The customer's problem was not confirmed. No further action was taken.